Event description:
It was reported that during an implant attempt, the helix of the lead would not retract for a repositioning attempt. The helix was rotated over twenty turns before it eventually retracted and was removed from the patient. The physician tested the lead outside of the patient and could not get the helix to deploy again. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. The distal conductor was fractured (overstress) and there was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector.